Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer responded to notification letter. Customer has not used the insulin pump in four years. The insulin pump disconnected in the middle of the night and her daughter found her in a coma. Nothing further reported.